Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staples not forming properly) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first two staples were observed to be misaligned. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 77.09446 which is not within the specification of 568. The outer angle of the hook measured 94.21992 which is within the specification of 905. A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple correctly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. One attempt at firing the stapler into the skin pad resulted in a fully formed staple and an unformed staple firing simultaneously. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the first two staples were observed to be misaligned. The stapler could not consistently fire staples correctly due to the misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staples not forming properly) during suturing procedure". No report of patient harm or injury.